Manufacturer narrative:
Investigation summary: three (3) 10mm trocar sleeves, one (1) 12mm sleeve and the shield of a 10mm sleeve were returned for evaluation. Upon inspection of the 12mm sleeve and two 10mm sleeves, no damages or defects were noted; all seal components were found to be intact. The shield of one 10mm sleeve was found to be missing. Engineering confirmed that the returned shield dislodged from one of the 10mm trocar sleeves. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All gelpoint minis undergo 100% visual inspection during the assembly and packaging process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns "extra care should be used when inserting angular and asymmetrical instruments...to minimize eversion of the sleeve's seal, instruments with high textured surfaces should be coated with a sterile lubricant." Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholesystectomy (with single port) - during the lap cholesystectomie the transparent part of the trocar seal (from one of the gelpoint mini trocars) was found in the patient. The transparent part of the trocar seal could be retrieved. The surgeon is very experienced with the gelpoint mini and use it on a regular basis." Patient status - "fine."